Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 15/2.0 mm balloon ruptured at 12 atms on the fifth inflation. (The number of atms reached on the initial four inflations is unk.) The lesion being treated was a 70% stenotic lesion in the 2.75 mm diameter mid lad coronary artery. The physician used a bsc 7f introducer sheath for right femoral vascular access and a guidant bmw guidewire and a bsc fl4 guide catheter to cross the lesion. No resistance was met. The maverick2 monorail 15/2.0 mm balloon was being used to predilate the lesion for placement of a des 2.75/32 mm stent. After the balloon rupture, the pt had slow flow that returned to normal flow after administration of intracoronary adenosine. The maverick2 monorail 15/2.0 mm balloon was removed and replaced with another maverick2 monorail 15/2.0 mm balloon to successfully complete the lesion predilation. The pt also received aggrastat for platelet aggregation inhibition during the procedure. The procedure was successfully completed without any serious adverse event. Pt status is reported as 'good'.

Event description:
The initial four inflations were to 12 atms each.